Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to authenticate to pull medication and log in. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate to pull medication due to a login issue. A technical support specialist (tss) verified the station logs, including the flight log and station log, and found no issues. The user account was checked on the server and confirmed to be neither locked nor inactive. It was also observed that the station was operating in manual critical override mode. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to authenticate to pull medication and log in. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.